Event description:
Consumer claims to have been pierced with inverness ear piercing system on 3/13/98 on her right ear. She sought medical treatment for an infection at the ear piercing sight. The doctor prescribed intravenous and oral antibiotics.